Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: cokkate. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a 90% de novo stenosis in the heavily calcified, mildly tortuous, concentric, proximal left anterior descending artery (lad), a 4.0x15 nc trek dilatation catheter was advanced via femoral access but could not cross the lesion. The nc trek catheter was withdrawn and a non-abbott guiding catheter was delivered to the lesion. The nc trek catheter was re-advanced to the lesion and dilatation was performed at 12 atmospheres. The balloon was completely deflated and an attempt was made to withdraw the nc trek catheter into the 4.5f guide catheter but resistance was felt. The nc trek catheter and the guide catheter were withdrawn from the anatomy as a single unit. There was no adverse patient effect and no significant delay in the procedure. No additional information was provided.